Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: clogged nozzle (unidentified foreign matter, unable to unclog) the event is detectable/preventable by handling the device in accordance with the following instructions for use which state: the detection method in gif/cf/pcf-290 series operational manual chapter 3 preparation and inspection. The preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a clogged nozzle due to unidentified foreign matter, which could not be unclogged. There were no reports of patient involvement.